Event description:
Boston scientific received information that one month post implant the patient was presented to the clinical for a follow up. During the follow up high thresholds resulting in loss of capture as well as high pacing impedances were displayed on the right ventricular lead. The lead was repositioned, but shortly after the repositioning procedure the same issues were noted. The lead was then replaced and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found a cut in the insulation at 570 - 574 mm from the terminal pin, as well as dried body tissue entwined in the base of the helix. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.